Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a loose grip cable at the distal end. The probable root cause of loose grip cable is attributed to a loss of cable tension due to a cracked clamping pulley. Cracked pulleys inside the housing can be caused from incorrect cleaning or sterilization techniques used during reprocessing. A cracked clamping pulley at the proximal end caused the cable to become dislodged, so cable tension is lost, and results in the cable becoming derailed or loose at the opposite distal end. Correction: h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.